Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. The anesthesia system was investigated at the hospital by our field service engineer (fse). No fault could be re-created. No parts were replaced, that were not included in the preventive maintenance. A successful sco was performed and the device was cleared for clinical use. A complete set of device logs was received. The log contains alarms such as expiratory minute volume: low, respiratory rate: high, leakage, etco2: low, airway pressure: high and fio2: low. The alarms in the beginning of the case, were most likely caused due to no patient having been connected. At the end of the case, several leakage alarms as well as alarms for fio2: low and expiratory minute volume low were generated just prior to end case. It is likely that the patient had been disconnected from the device at that time. Our conclusion is that the reported issues occurred in the beginning and the end of the case when the patient had not yet been connected and disconnected respectively, i.e. The reported issues were not caused by a device malfunction.

Event description:
During patient treatment., the anesthesia system generated alarms for high airway pressure. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).